Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 275mg/dl. The customer's levels at the time of hospitalization were over 500mg/dl. The customer states they treated with insulin and fluid drips. The customer states they had noticed their infusion set was no longer inserted in their body, and that more than likely caused the spike. Troubleshoot was conducted. The customer is being sent sample tape kit.